Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 2.50mm x 12mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and outer and inner lumen and tactile examination along the entire shaft polymer extrusion identified damage to the polymer extrusion. A detailed microscopic examination identified no pinhole of the balloon material and tip profile were found no issues. A microscopic examination of the shaft polymer extrusion identified a rupture in the extrusion 3mm distal to the guidewire port exchange. A leakage test was performed. The device was attached to an encore inflation unit; a rupture was identified in the extrusion 3mm distal to the guidewire port exchange. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device identified a rupture in the polymer extrusion. Inflation testing could not be performed due to the presence of the shaft rupture. It is most likely prevented the balloon from inflating/expanding as intended and is considered the most probable source of the reported device failure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced to cross the lesion. However, during the procedure, it was noticed that the balloon ruptured. The device was safely removed, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced to cross the lesion. However, during the procedure, it was noticed that the balloon ruptured. The device was safely removed, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.